Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, the device may not have sufficient power in order to provide effective defibrillation therapy to a patient, if needed.there was no patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent has evaluated the customer's device and verified the reported issue. It was recommended that the customer purchase a replacement device and remove this one from service. The customer has not returned the device to physio-control for evaluation. The cause of the reported issue could not be determined.